Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the sepramesh ip (device #2), additional emdrs were created to address the additional sepramesh implants and the composix kugel mesh. Not returned to manufacturer.

Event description:
The following was reported by the patient's attorney: (B)(6) 2005- patient underwent surgery for implant of an unspecified composix kugel hernia patch (device #1). On (B)(6) 2011- patient underwent surgery for implant of an unspecified sepramesh ip (device #2). On (B)(6) 2013- patient underwent surgery for implant of an unspecified sepramesh ip (device #3). On (B)(6) 2014- patient underwent surgery for implant of an unspecified sepramesh ip (device #4). On (B)(6) 2015- patient underwent surgery for implant of an unspecified sepramesh ip (device #5). On (B)(6) 2017- patient underwent surgery for implant of an unspecified sepramesh ip (device #6). As reported the patient's attorney is making a claim for an adverse patient outcome against the composix kugel hernia patch and the five sepramesh ip devices. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."